Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID:2134265-2013-08812. (B)(4) clinical study. It was reported that cardiac chest pain occurred. On (B)(6) 2013, identified the subject's qualifying condition was silent ischemia with stable angina. Elevated biomarkers indicated ischemia prior to procedure and the subject was referred for elective cardiac catheterization. Target lesion # 1 was located in the proximal rca with 50% stenosis,10 mm in length and with reference vessel diameter of 4.00 mm. Target lesion #1 was treated with pre-dilatation and placement of two 4.00 x 12 mm and 3.50 x 8 mm study stents with 0% residual stenosis. The subject was discharged one day after on dual antiplatelet therapy. On (B)(6) 2013, 103 days post index procedure, the subject experienced respiratory discomfort along with chest pain which eased with natispray. The subject was hospitalized and referred for cardiac catheterization. Coronary angiography revealed absence of intra stent restenosis in the anterior interventricular artery and right coronary artery. Mild vasospasm was noted at the ostium of rca and lad. The subject was also found to be methergine positive. Echocardiogram revealed an lvef of 60% without any segmental wall motion problems or valvulopathy. The subject was advised treatment with calcium channel blockers for the event and was advised for a follow up coronary angiography after three weeks. 2 days after, the subject was discharged.